Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an abs-1981-16s osteochondral allograft transfer systems drill bit that was packaged in the kit would not fit through the tamp. The drill bit was too large. They opened up a second kit, and everything in that kit worked fine. They tested the old tamp with the drill from a newly opened kit, and it went through fine. It seems like there was an issue with the drill bit. The case was able to proceed, and there was no harm to the patient.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.